Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0aabw, implanted: (B)(6) 2013 product type: lead. (B)(4).

Event description:
The consumer reported that the device was turned off on (B)(6) 2015 for surgery. Then, they turned stim back on two weeks later. It did not feel right so they turned stim off and had been off ever since. The symptom reported was urine running out of her. This occurred in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.